Event description:
It was reported that an ilet user experienced difficulty pairing a libre 3+ sensor to the ilet and received a dosing stops soon notification, with dosing reported to stop in approximately 55 minutes and pairing attempts failing until the app was rescanned, after which the sensor entered warmup as indicated on the device and mobile app. Symptoms included no adverse clinical effects. Outcomes included no change in health status, no medical intervention, and no hospitalization. Investigation included user education and troubleshooting through the ilet and mobile app to guide rescanning and confirm the 60-minute warmup. Investigation of this case revealed that the sensor pairing issue was resolved by rescanning, leading to successful warmup indication. It was concluded that, based on previously established findings for similar reports, the device functioned as expected after user troubleshooting and that no device malfunction contributed to an adverse event.